Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation on march 3, 2017, confirmed that the coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the subject device already states; warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used during a subtotal colectomy. During first 20 minutes of use, an alarm was displayed with a seal & cut short circuit error. While the device was continued to be used, an alarm was displayed with likely to be a probe damage error. The tip of the probe of the subject device was broken off and the fragment was fallen inside the patient¿s body. The fragment was found with one hour of x-ray fluoroscopy and was retrieved from the patient¿s body. It was not reported that whether the device was replaced. The procedure was completed. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on march 3, 2017, confirmed that the tissue pad was worn and partially peeled. The coating on the outer surface of the jaw was worn and partially came off. This is the report regarding the damage of the jaw coating. Another report regarding the probe damage is going to be submitted separately.